Event description:
It was reported that the device had sufficiently eroded through the skin and the pocket was infected. The device was explanted. There is no allegation that the infection was due to the device. There are no further intervention planned. The device was not replaced.

Event description:
New information noted that the patient was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implant pocket was red and sore for a month. The patient presented in clinic and was prescribed medication. No device intervention was performed. Patient was stable.